Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the connector leaked while connected to a patient. There was no report of patient harm.

Manufacturer narrative:
The customer's report that the connector leaked was not confirmed. However, a leak was confirmed in the concomitant non-bd product. Visual inspection of the maxzero valve showed no anomalies. Functional testing of the bd valve alone resulted in no leaks. Testing of the valve with the non-bd central line showed fluid leaking from the central line at the engagement between its proximal female luer and tubing components. The root cause could not be determined.

Event description:
The customer reported that the connector leaked while connected to a patient. There was no report of patient harm.